Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2015 to facilitate abutment removal. On (B)(6) 2016 the patient underwent revision surgery to have an internal magnet placed. The implanted device remains. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site. The implanted device remains.